Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system movements were not possible. After reviewing the log file fse found there is a malfunction most likely cause is voltage error on output. The fse found power supply missing from geo box. Fse replaced the power supply. After replacement of power supply was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system movements were not possible. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not moving. Troubleshooting actions showed a problem with the power supply. The fse replaced the power supply (pd. Scomp. Dcps) and returned the system to use in good working order. Philips has continue to investigate of the complaint.